Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: material no.: 302995, batch no.: 9170912. It was reported that the customer keeps finding more 10ml syringes with missing markings. So far between 20-30 syringes have been thrown out. Per email: description: we keep finding more 10ml syringes with missing markings. By now, between 20-30 syringes have had to be thrown out. Action taken: report to bd / send 1 box replacement to customer comments: sample available (4 ea). Complaint number: (B)(4). Complaint type: product, date of incident: 2020-01-31, customer #: 0096371, ven #: 308, catalog #: 302995, serial #/lot #: (B)(6), expiry date: 2024-06-30, quantity: 1 box. Description: we keep finding more 10ml syringes with missing markings. By now, between 20-30 syringes have had to be thrown out. Action taken: report to bd / send 1 box replacement to customer. Comments: sample available (4 ea).

Manufacturer narrative:
H.6. Investigation: two photos and five 10ml syringes in fully sealed blister packs from batch 9170912 (p/n 302995) were received and evaluated. It was observed four of the syringes were completely blank with no scale markings and one syringe contained no scale markings above the 6ml marking. All five of the syringes had a rejectable amount of missing print per product specification. Potential root cause for missing print is associated with the marking process. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Assembly records and machine logs were inspected during this DHR review. Missing print was found during one of the subassembly batches and resulted in product requalification and adjustments to the printing process. Batch 9170912 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Manufacturing review revealed adjustments to marker were made that included ink manifold cleaning. Potential root cause for missing print is associated with the marking process. There was likely an insufficient ink flow to the pad through the manifold resulting in missing print observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: material no.: 302995 batch no.: 9170912. It was reported that the customer keeps finding more 10ml syringes with missing markings. So far between 20-30 syringes have been thrown out. Per email: description: we keep finding more 10ml syringes with missing markings. By now, between 20-30 syringes have had to be thrown out. Action taken: report to bd / send 1 box replacement to customer. Comments: sample available (4 ea). Complaint number: (B)(4), complaint type: product, date of incident: (B)(6) 2020, customer #: (B)(6), ven #: 308, catalog #: 302995, serial #/lot #: (B)(4), expiry date: 2024-06-30, quantity: 1 box. Description: we keep finding more 10ml syringes with missing markings. By now, between 20-30 syringes have had to be thrown out. Action taken: report to bd / send 1 box replacement to customer. Comments: sample available (4 ea).